Event description:
It was reported to technical services on (B)(6)2011 that this lead will be revised due to a rise in threshold and stimulation. Revision will be done by dr. (B)(6) at (B)(6)hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).